Event description:
During post angiogram, a type iii endoleak was observed, believed to be originating at both overlap junctions between the leg graft and the main body. Junctions were re-ballooned, with no noted resolve to the endoleak. An iliac leg extension was deployed within the leg graft and the main body limb to secure a seal at the overlap junction. On the contralateral side, another manufacturer's stent graft was deployed overlapping the junction, promoting a seal at the site. Type ii endoleak was observed originating from large lumbar arteries, as is believed will resolve with the reversal of the act level. No other endoleaks were viewed at the conclusion of the procedure.